Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was titrated to 30 and then 40 mu of pitocin throughout the day and into the night, but the patient was not contracting or making appropriate cervical change. The nurse noted that the volume of the bag was not decreasing, despite the pump saying that it was infusing. She ran the lines and noted that the blue clamp above the pump was clamped. The upstream occlusion alarm never went off. The patient did not receive the appropriate medication for several hours. The event occurred during patient infusion at the labor and delivery department there was no report of patient injury or medical intervention associated with this event. No additional information is available.